Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had display anomaly. The customer's mother reported that the display was blank. The customer's blood glucose was 180 mg/dl at the time of incident. Troubleshooting was done. The customer's mother stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother was advised to insert a new battery. The customer's mother was unable to complete troubleshooting at the time of call. The insulin pump will not be returned for analysis.